Event description:
It was reported that following a coronary artery stenting treatment procedure, the pt experienced exanthem. The lesion being treated was a 3.0mm, 99% stenosed, 20mm long portion of the proximal left anterior descending artery (prox lad). The physician treated the lesion with direct stent placement of a 3.0x24mm taxus express2 study stent at maximum 12 atms in the lesion. Post-dilatation was performed using a 3.0x12mm balloon at maximum 22 atms. Post-ivus was performed. The stent was well positioned and well expanded (post-% of stenosis: 25% / timi flow: 3). The procedure was completed. The pt discharged 2 days later on aspirin and plavix. At 303 days after the index procedure, the pt experienced exanthem. The pt was treated with medication with improvement of the pt's symptoms.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant into from that review, a supplemental medwatch will be filed.